Event description:
It was reported that a few weeks post implant, the right atrial (ra) and left ventricular (lv) leads dislodged. The ra lead was repositioned and remains in use. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.